Event description:
It was reported that a patient presented to the emergency room with syncopial episodes. Upon examination, the right ventricular lead was found to have loss of capture, intermittent capture, and high pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.